Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the anterior descending branch. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During preparation, after the completion of ivus flushing and catheter testing, it was discovered that the machine failed and could not display the image. A simple repair attempt was unsuccessful, and the procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was further reported that the opticross device did not have any issues, and only the imaging part of the procedure was cancelled. The procedure was completed under angiographic guidance, and the patient was sedated with local anesthesia.

Manufacturer narrative:
H6: patient code - corrected. The device was returned for analysis. No damage was found in the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing. Additionally, media provided confirms the reported event of image lost. Therefore, the reported event was confirmed by analysis.

Manufacturer narrative:
H6: patient code - corrected.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the anterior descending branch. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During preparation, after the completion of ivus flushing and catheter testing, it was discovered that the machine failed and could not display the image. A simple repair attempt was unsuccessful, and the procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported. It was further reported that the opticross device did not have any issues, and only the imaging part of the procedure was cancelled. The procedure was completed under angiographic guidance, and the patient was sedated with local anesthesia.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the anterior descending branch. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During preparation, after the completion of ivus flushing and catheter testing, it was discovered that the machine failed and could not display the image. A simple repair attempt was unsuccessful, and the procedure was not completed due to this issue and was rescheduled. The patient remained stable, and no complications were reported.